Manufacturer narrative:
Reported event: low output. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the unit found the device in good condition. All the knobs and switches appear to function properly. Electrical evaluation was performed and the unit was found within test parameters. Connections inside the unit were checked and wires were manipulated while power was activated in both monopolar and bipolar modes, and no problems were found. The complaint of low output was not confirmed. The returned device showed neither evidence of the alleged issue, nor any defect which could have contributed to the event. A DHR review was performed and no deviations were found during original manufacturing. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used on (B)(6) 2014. According to the complainant, during the procedure, the output from the generator was low. When the unit was tested following the procedure, the highest output achieved was 78, even when the generator was set to 90. The procedure was completed with this endostat generator. There were no patient complications reported as a result of this event. It was reported that there were no patient issues.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used on (B)(6) 2014. According to the complainant, during the procedure, the output from the generator was low. When the unit was tested following the procedure, the highest output achieved was 78, even when the generator was set to 90. The procedure was completed with this endostat generator. There were no patient complications reported as a result of this event. It was reported that there were no patient issues.